Manufacturer narrative:
Conclusion and justification: examination of the submitted instrument confirmed the reported breakage. Patient x-rays were not available. The product returned is of a prior design. A conclusive root cause was not identified. Although the design has been enhanced since the complaint sample was manufactured, the rod breakage may also be related to a combination of instrument age, service life, and/or user technique. In response to a trend identified previously for this product code, eco 38013 was released in july of 2001 changing the raw material used and the geometry of the rod. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Im rod fractured at nipples tip. The im rod was discovered to be incomplete during decontamination. The patient was xrayed and the broken piece was in the patience tibial canal the hospital haven't logged this as a complaint. They phoned me to replace the instrument. I was in the hospital last night and gained more information so I am logging this as an incident. The patient's bone was hard and I have been told by the assistant that force was used to insert this into the canal. They were not aware that this was broken until the following day. I have the im rod with a decontamination form. If you need any more information please let me know.